Manufacturer narrative:
Device evaluation: weight to the spec, crease flat. No openings observed in the device. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported rupture. Device has been explanted.

Event description:
This represents the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, e3, g1.

Manufacturer narrative:
E.1 : (B)(4) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional additionally reported rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture and periprosthetic fluid in right prothesis.

Event description:
Healthcare professional reported right side "capsular contracture(unknown baker grade) and periprosthetic fluid in right prothesis." Device remains implanted.